Event description:
Per written report. "Area near the luer slip adapter seems to be leaking. Quite a few out of the case are like this. Is concerned about using due to it's being used for chemotherapy pts." Rep stated the issue has appeared in the "last couple of months." Additional info-- rptr stated she has utilized the reported product for years and has never experienced the reported issue. The male adapter is attached to an insyte catheter and the connection is then taped. Eight incidents in which a leak is noted at the adapter/catheter connection once infusion has begun. Rptr stated the 8 incidents occurred from two cases of the same lot number and added that a set change was done, and there was no negative outcome to the pts.